Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information from the field indicates there are no current plans to surgically intervene, and the patient will be closely monitored and will proceed with in-clinic follow up in (B)(6) 2021. If additional information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the lead may have contributed to the complaint incident.

Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information from the field indicates there are no current plans to surgically intervene, and the patient will be closely monitored and will proceed with in-clinic follow up in (B)(6) 2021. If additional information is provided in the future, a supplemental report will be issued. Additional information: this device was explanted and replaced, and it was returned for analysis. No additional adverse patient effects were reported. This report is updated with the product investigation results.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the lead may have contributed to the complaint incident. Update: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was exhibiting premature battery depletion. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.